Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site. The patient underwent surgical intervention where the ipg was buried deeper and anchored in the pocket site. Therapy was resumed following the procedure.